Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was unk. Per the reporter, the death was unrelated to the implanted device. The pump contained hydromorphone 4.0 mg/ml at a rate of 1.5 mg/day; bupivicaine 40 mg/ml and clonidine 200 mcg/ml.